Event description:
It was reported by a biomed that the device would deliver approx 160 joules when selecting 200 joules. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control provided customer with the part number and ordering info for a replacement biphasic pcb. The customer later confirmed that the biphasic pcb has been ordered. The replaced assembly has not been returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.